Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection observed corrosion in flow port. A functional evaluation revealed the unit does not detect the flow wand being plugged in. The unit was opened and found no issues. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a knee scope surgery the werewolf controller was not recognizing the wand. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.